Manufacturer narrative:
Product return has been requested, and the product has yet to be returned. The investigation is ongoing.

Event description:
A user facility in the (B)(6) reported they had an incident where a small fragment of hard "plastic" was noted to be in the patient¿s eye after the phaco had been introduced. It was removed with no signs of trauma. It was reported that there was no patient impact, and no clinical consequences.

Manufacturer narrative:
The needle wrenches were returned and inspection showed the wrench looked used, heavily damaged and had evidence of overtorquing, indicating user error. The product was properly manufactured and met all DHR release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The device was not returned initially and a review of the photos attached to the complaint file was performed on 05/18/22. The packaging is not visible in the photos. The part number and lot number cannot be verified or determined. The photos clearly show that the flats of the needle wrench are marred and damaged. Material is deformed and the corners are rounded /stripped. This type of damage is similar to damage seen when over tightening the needle tip. One device was reported in the complaint, however two were returned and evaluated on 06/14/22. Two needle wrenches were returned in an opened pouch. The original product packaging was not received. The needle wrenches are loose in the gallipot cup; the rest of the pack components were not returned. Visual inspection found one wrench with little to no damage on the flats with only the ribs of the flat being marred. The second needle wrench has heavily damaged flats with marring, gouges, material that has been deformed. Particles, or pieces of material can be seen at the damaged areas that are pushed up. This needle wrench looks used, and has evidence of having been over-torqued. It should be noted that over-torqueing could contribute to the generation of particulates from the plastic needle wrench. The investigation is ongoing.